Manufacturer narrative:
Although the root cause cannot be identified, it is confirmed that true amplification was observed during run #3437 on analyzer m1-e-18508. Review of the data shows that the previous run, #3436, had generated a strong positive with an early CT value for sars-cov-2. It is possible that run #3437 was contaminated due to sample handling. Overall, no product problem was identified. The alleged reagent lot was internally tested and the customer allegation was not observed. Note that the customer collects a combination of throat and nasal swab with longsee brand vtm 2ml, which is considered off-label.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from hong kong alleged discrepant results when using a cobas® sars-cov-2 & influenza a/b test kit for use on the cobas liat system. The alleged sample initially generated a positive result for sars-cov-2 when tested on cobas liat. The same sample was retested on a separate cobas liat and a competitor platform (genexpert). Both generated a negative result for sars-cov-2. The negative results were reported out. No harm is alleged. Per FDA's eua guidance, 1 MDR will be filed.